Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "caller states her father has the powerpicc solo product 1194108d. She states she is no longer able to give his medications through the PICC because it is clogged. Caller states she was told to call this number for help. Caller states his medications are now off schedule. Caller states she does not think the home health nurse can do a good job." Ms&s response "suggested she contact the home health nurse to assess the PICC line. The nurse or doctor may need to administer tpa to help dissolve fibrin that may be occluding the PICC catheter. Suggested she contact another home health nurse/agency if she lacks confidence in the current nurse or she could call the doctor to assess the catheter".